Manufacturer narrative:
Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results resulting in medical treatment. The customer is concerned with tests results obtained of 97mg/dl. The expected fasting blood glucose test result range is 130-150mg/dl. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 11/26/2020 and open vial date is about a week ago. The meter memory was reviewed for previous test result history. (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 14-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results resulting in medical treatment. The customer is concerned with tests results obtained of 97mg/dl. The expected fasting blood glucose test result range is 130-150mg/dl. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 11/26/2020 and open vial date is about a week ago. The meter memory was reviewed for previous test result history. Result 1: 97mg/dl date: (B)(6) 2019 time: 2:25pm fasting, result 2: 304mg/dl date: (B)(6) 2019 time: 9:21am non-fasting, result 3: 347mg/dl date: (B)(6) 2019 time: 8:40pm non-fasting, result 4: 115mg/dl date:(B)(6) 2019time: 5:41pm non-fasting, result 5: 139mg/dl date: (B)(6) 2019 time: 11:30am non-fasting.